Event description:
Additional information received that m5 was locked, burrs were still able to rotate freely. Surgeon had to hold blade in place so it wouldn¿t swivel. When the burr was new, it worked normal. Surgeon would put more weight into the m5 and he would here and feel a ¿pop¿ and then the blade would be able to swivel.

Manufacturer narrative:
H3: the device and a portion of the pouch (clear side) were returned in a small resealable bag. Upon receipt, traces of contamination were observed at the distal end of the outer tube, tip, and proximal end of the inner shaft. No damage to the device construction was noted. The inner assembly rotated freely by hand with no binding observed. The device was loaded into a handpiece and operated in forward mode up to 30 ,000 rpm. No wobble or other issues were observed during analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. B5: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes are updated. Fdc d1102 is added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery burs were broke during use with the same handpiece. The surgeon used two different attachments to begin the case, and both worked fine. Then they switched to a different bur, it worked fine for about 5-10 minutes after which it started wobbling. The surgeon opened another of the same bur; when they inserted it into the handpiece, they heard a "pop" and it started wobbling as well. The surgeon was able to use a different attachment to finish the procedure and there were no further issues. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.